Event description:
Material #:302832 batch#:3352912. It was reported by customer that it had appeared to be foreign material/microbial growth within a bd syringe. The syringe was used to transfer cloxacillin to an IV bag. The cloxacillin solution was only in the syringe for a few minutes (no storage). Verbatim: rcc received a complaint via email. This morning our staff noticed what appears to be foreign material/microbial growth within a bd syringe. The syringe was used to transfer cloxacillin to an IV bag. The cloxacillin solution was only in the syringe for a few minutes (no storage). I have sent the syringe to our microbiology lab for testing and all lots of our IV preparations using that batch of db syringes have been discarded. Sincerely, (B)(6). Pharmacy practice manager (critical care, surgery & oncology) / gestionnaire clinique des services pharmaceutiques (chirurgie, soins intensif et oncologie) horizon health network / réseau de santé horizon. (B)(6), (B)(6) hospital. Adjunct professor, (B)(6). Professional associate, (B)(6).

Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported there is foreign matter in the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe rubber stopper that appears to have visible lubricant. The lubricant is medical grade and applied to the syringe barrel inner wall and rubber stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 3352912. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.